Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the basal delivery totals did not match the active basal program. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/10/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 10/29/2015 with the following findings: a review of the pump¿s black box a loss of prime on 08/10/2015. Deliveries never resumed. On (B)(6) 2015, a loss of prime related to a cartridge change was observed; deliveries resumed. During investigation, the pump was exercised for 24 hours with a 2.0u/hr basal program; at the end testing, the basal history correctly showed 2.0u and the total daily dose (tdd) showed 48.0u. No errors or warning had occurred. The complaint of a history settings issue was not duplicated. Unrelated to the complaint, investigation revealed a crack in the battery compartment.